Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing resection of an artery during a video-assisted thoracoscopic surgery, the stapler was unable to fire but the surgeon was able to press the green button and squeeze the handle and the device's jaws locked on tissue. First they tried to open the jaws with the handle, but it did not work. The surgeon tried to open it with force, but only the handle moved forward with no jaws opening. It was a critical situation because the cartridge clamped the artery. They removed the device the other way to pull back with "pull to open" trigger and opening the cartridge's jaw was still very stiff when in an articulated position. Finally, they opened the closed cartridge jaws manually to complete the case. The surgical time was extended 30 minutes or more due to the product problem.